Event description:
Customer reported receiving erratic readings on their precision xtra meter. Customer reported receiving readings of 19 mg/dl, 79 mg/dl and 109 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
The customer reported the transfer set came off at the point where it connects to the catheter adapter while the patient was draining. There was no patient injury or medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: a blood glucose reading below 20 mg/dl will give a reading of "lo" in the adc meter.

Manufacturer narrative:
Customer's products have been returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in meter memory. This is a final report.